Event description:
It was reported that the device went to recommended replacement time (rrt) and that the device had early battery depletion. During the device change-out procedure, a new device was implanted and due to a long charge time during defibrillation threshold testing, the physician requested a new device. The device was not used and a new device was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned and analyzed and no anomalies were found. The device was returned and analyzed. Analysis of the device revealed normal battery depletion.